Manufacturer narrative:
Device evaluation: the insufflator from the da vinci vision side cart associated with this complaint was returned for failure analysis. The insufflator was tested with an in-house system with no issues or errors at startup. The unit was then tested with an invalid tube set that appropriately triggered an error message and the alert light ring on the insufflator kept flashing yellow. There was no air leakage during investigation, and the unit also passed all insufflator functional testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive field service engineer performed on-site system and insufflator preventive maintenance and system verification testing which passed. As a precaution, the insufflator was preventatively replaced. Following replacement, the system and new insufflator were tested and verified ready for use. There are no intraoperative system logs as the event occurred prior to the start of the procedure. There were no faults or messages indicating any issues with the insufflator on the day of the reported use. Review of the 5 subsequent procedures performed on the system found the system functioned normally with no intraoperative events or issues. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during the initial attempts to gain abdominal access to perform a robotic cholecystectomy. The events described a very high initial veress needle pressure (20mmhg), far above what would be expected for the abdominal cavity, and blood in the veress needle. These findings are concerning for an intravascularly placed veress needle (1,2). The subsequent clinical events including the vagal response and eventual cardiac arrest are concerning for a co2 embolism (3,4). The robot was never docked and no intuitive surgical robotic ports or robotic instruments were placed in this procedure. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. 1. Sandadi s, johannigman ja, wong vl, blebea j, altose md, hurd ww. Recognition and management of major vessel injury during laparoscopy. J minim invasive gynecol. 2010 nov-dec;17(6):692-702. Doi: 10.1016/j.jmig.2010.06.005. Epub 2010 jul 24. Pmid: 20656569. 2. Asfour v, smythe e, attia r. Vascular injury at laparoscopy: a guide to management. J obstet gynaecol. 2018 jul;38(5):598-606. Doi: 10.1080/01443615.2017.1410120. Epub 2018 apr 5. Pmid: 29620475. 3. Cottin v, delafosse b, viale jp. Gas embolism during laparoscopy: a report of seven cases in patients with previous abdominal surgical history. Surg endosc. 1996 feb;10(2):166-9. Doi: 10.1007/s004649910038. Pmid: 8932621. 4. Lantz pe, smith jd. Fatal carbon dioxide embolism complicating attempted laparoscopic cholecystectomy-case report and literature review. J forensic sci. 1994 nov;39(6):1468-80. Pmid: 7815026. Section a2: the recorded patient age of 60 years is estimated. The patient was reported to be in their "60's".

Event description:
It was reported that during initial port placement for a da vinci-assisted cholecystectomy, the patient experienced a vagal response with subsequent cardiac arrest. Despite resuscitation efforts, the patient later expired. The physician reported that an initial incision was made followed by placement of a veress needle. When insufflation was initiated through the needle, the intra-abdominal pressure was high, at approximately 20 mmhg. A small amount of blood was observed in the veress needle which was immediately removed from the abdomen. Simultaneously, the patient experienced the vagal response. The surgeon noted ¿an unusual sensation, as if air was being pulled in like a vacuum rather than being insufflated.¿ the patient was transferred to the intensive care unit and suffered cardiac arrest. Resuscitation measures were initially successful; however, cardiac function continued to deteriorate and was accompanied with pulmonary hypertension. The family declined further treatment measures and the patient expired the next morning. It could not be definitively established whether the veress needle was properly positioned in the peritoneal cavity or placed within tissue, given the elevated pressure readings. The surgeon did not believe that a vessel was punctured as the patient¿s hemoglobin levels remained stable and no free air was observed in the abdomen. No additional information was available.